Event description:
Original result for a patient ast was 4 u/l and when repeated, the results were 21 and 16 u/l. Original result for a patient alt was -4 u/l and when repeated, the results were 10 and 18 u/l. The incorrect results were not reported. The field service representative found the lamp was bad and repaired the instrument by replacing the lamp.